Manufacturer narrative:
(B)(4).

Event description:
It is reported that the guidewire could not be pulled out from the proximal end after being back loaded. No patient injury is reported. Evaluation summary: the closurefast catheter was received for evaluation. No sonogram images from the procedure were received. The closurefast catheter was returned loose within a biohazard pouch. A 0.25in termo guidewire of unknown model was received extending out the proximal hub of the catheter handle. A kink in the catheter was noted approximately 11.5cm from the distal tip of the handle strain relief. The distal tip was examined and the guidewire lumen was noted to be occluded. The catheter was severed to allow examination of the guidewire lumen approximately 20cm proximal from the distal tip of the catheter. No guidewire was noted in the guidewire lumen at 20cm proximal from the distal tip. The catheter was rolled cut approximately 11cm proximal from the distal tip:part of the guidewire was noted approximately 13.4cm proximal of the distal tip in the guidewire lumen. The handle was opened up and no damage to the guidewire lumen was noted. The catheter was rolled cut at approximately 21cm proximal of the distal end of the cat heter handle to allow examination of the guidewire lumen. Segments of the guidewire coating were noted throughout the guidewire lumen. The catheter was rolled cut at approximately 16cm proximal of the distal end of the catheter handle to allow examination of the catheter kink: the guidewire lumen exhibited columnar collapse and accordion folding. An undamaged segment of the guidewire lumen was pinned to determine the interior diameter: the lumen would accept a 0.0265in pin but would not accept a 0.0275in pin. Using a pin and a set of forceps the occlusion in the distal tip was removed: the occlusion appears to be the polymer coating off the guidewire.